Manufacturer narrative:
Manufacturer ref#(B)(4) section e1. Initial reporter phone: (B)(6). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Since no device has been received for analysis, no product investigation can be performed and the reported failure could not be evaluated. A manufacturing record evaluation was performed for the finished device 31557193 number, and no non-conformances related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) contain the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Warning: never advance or withdraw an intraluminal device against resistance. Movement or force of catheter or guide wire against resistance could dislodge a clot, perforate a vessel wall, or severely damage the catheter and/or guide wire. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an endovascular embolization, a 4.5x22mmd 14mml wno distal tip enterprise vascular reconstruction device (enc451400, 9599742) was impeded in the middle section of a prowler select plus 150/5cm microcatheter (606s255x, 31557193) and could not advance any more. The doctor removed the stent and microcatheter from the patient and switched to a second microcatheter, a prowler select plus 150/5cm (606s255x, 31557193) to deliver the original stent. The original stent had the same issue. The doctor removed the original stent and the second microcatheter (mc) from the patient and switched to a third microcatheter and a second stent (both were non j&j brands) to complete the surgery. The surgery was prolonged by about 10 minutes. There was no patient injury reported. Additional event information received on 28-sep-2025 indicated that they were able to torque the device. There was no evidence of physical material within the devices. The microcatheters did not kink/bent. There was no excessive force used with the devices. The 10 minutes procedural delay did not result in a patient adverse consequence.